Event description:
Ous MDR - it was reported that approx. 2 months after the implantation remarkable impedance and threshold values at elevated power consumption were noted. The lead and the ICD were explanted.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was bos, and three charge processes had been documented in the device memory. In a next step, the icds capability to provide therapy and its power consumption were checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time of the defibrillation shock was normal and as expected. There were no indications of a malfunction of the therapy functions. The analysis of the power consumption of the ICD showed intermittently slightly increased values. An additionally performed check of the impedance measurement functions did not shown any anomalies. The impedance measurement functions were free of problems during testing. The device was then opened, and the internal structure was examined. Visually, there were no abnormalities. The power consumption was tested under different operating configurations and ambient temperatures. In the process, an increased power consumption could be detected depending on the test conditions. After an extensive analysis of the electronic module, the cause could be narrowed down to a defective component of an integrated circuit. In summary, a defective component of an integrated circuit could be identified as the cause of the clinical observation. But the ICD was fully capable to provide therapy, based on the analysis.